Manufacturer narrative:
After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product assessment center (pac) and the root cause of the reported issue was determined to be due to the single piece computer pcb on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle during initial power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.